Event description:
This pt has experiened a constant noise interference and a decrease in hearing performance with their cochlear implant. Using the appropriate perfornance diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantation and reimplantation surgery has been recommended. However, a surgery date has not been scheduled.